Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The gambro technical services rep found that the ultrafiltration pump thermal fuse was not completely plugged into the pump; corrected the connection.